Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. Laboratory analysis confirmed the clinical observation of a loose header. Manufacturing enhancements have been implemented to make the header bond more robust.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent a normal replacement procedure for elective replacement indicator (eri). All measurements were within normal parameters. During the operation it was found that the header was broken. This product was explanted and replaced.